Manufacturer narrative:
The calcium gen.2 reagent lot number is 836417 and the expiration date is 31-jan-2026. A field service engineer (fse) decontaminated the system, replaced the reagent probes and adjusted them, replaced the reaction cells nd the photometer lamp. Calibration and qc were completed and passed. A hardware check was completed and passed. The investigation is ongoing.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas c 503 analytical unit. The initial result was 13.0 mg/dl, and the repeat result was 9.5 mg/dl.

Manufacturer narrative:
The investigation was unable to determine a direct root cause, as many actions were completed. It was determined that the field service engineer's intervention did solve the issue.